Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ci power surgery connection to the 5 vdc power supply was evaluated and repaired. The system was tested, found to be working as intended and returned to service.